Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the thermal and bump sensor status in ndi application was checked and found both to be active. Cleared sensors and confirmed amber indicator on camera to have extinguished. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: camera 9735821 vega base s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that during system installation the camera faulted message displayed in the application screen. Rechecked all cabling but amber light solid on camera. There was no patient present.